Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was loading a cartridge when a malfunction alarm occurred. The customer had not tested blood glucose level at the time of the reported event. There was no reported impact to the customer's blood glucose level. The customer did not have alternate insulin therapy available at the time of the issue. It was indicated that alternate insulin therapy would be obtained from the health care provider.